Event description:
It was reported that when the pump was first implanted, it kept "tipping" so they had to go back in and use a "mesh net" around the pump and that kept it in place. It did not tip after that was done.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78692, implanted: (B)(6) 2000. Product type: catheter. (B)(4).